Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap and metal cap are detached; the glass cap /metal cap are not returned. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure the fiber was in use for just a few minutes when the tip broke off of the fiber; tip came off when the physician cleaned the fiber. The fiber was exchanged. The second fiber reportedly exhibited the same issue. The case was completed by an alternate procedure (turp). Patient outcome: "satisfactory" has been reported. No injury to patient reported. This report is for the second fiber.